Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was the proximal to mid lad. The vessel was a de-novo, concentric and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 3.0mm. The patient complained of chest pain and was hospitalized. Cag was conducted and the stenosis was 90%. Eight days later ((B)(6) 2009), the patient had an elective stenting procedure. Pre-dilation was conducted with the balloon (brand unk 2.0/20mm). Inflation pressure and time were unknown. Cypher (3.0/23mm) was implanted at the target lesion of 6 atms for 14 seconds. Post-dilation was conducted with the sds balloon (3.0/25mm) at 16 atms for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured. Three days later, the patient complained of chest pain in the hospital. Cag was conducted and thrombus was observed inside of the cypher. To treat the thrombus, aspiration and poba was conducted with a balloon (vento 3.5/20mm) at 6 atms for 16 seconds. Then kbt was conducted with balloons (vento 3.0/20 for aha 6 approx 7 at 6 atms for 16 seconds, sprinter legend 2.25/20mm in the 1st diagonal at 8 atms for 16 seconds). The patient is still hospitalized, but his condition is stable and he will be discharged from the hospital in a few days. The physician commented that the cypher was underdilated and the clopidogrel was not effective due to the patient's constitution.